Manufacturer narrative:
(B)(4). Date sent: 9/22/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the mount loose. The device was functionally tested with a generator and an error code 5 was displayed. Upon visual inspection to the mount it was observed that the mount was cracked. During the functional test the mount was further broken. No conclusion could be reach as to what could cause the damage to the mount. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, error code 5. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.